Event description:
Deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch. Updates/corrections made to sections b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Alleged deflation.